Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer could not be recovered and displayed a system error requiring maintenance. The field service engineer (fse) identified that drawer was not sensing a closed state and replaced the inseparable component to restore functionality. Diagnostics were performed, and the drawer was successfully recovered and tested without further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a drawer failure. Auxiliary drawer 6 could not be recovered by the technician, displayed a system error, and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.